Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 20205, an 80-year-old male patient underwent a valvuloplasty procedure using true balloon via transfemoral access site in aortic valve. During the procedure, the balloon was allegedly ruptured and unable to get it out the sheath. It was further reported that the balloon tip was allegedly found to be detached. However, difficulties were found when retracting the balloon thru the introducer sheath. Another sheath was placed up the contralateral side to deploy the valve.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The presence of stents at the treatment site could have caused the balloon rupture. However, a definitive root cause for the reported sheath removal difficulty, detachment and balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 20205, an 80-year-old male patient underwent a valvuloplasty procedure using true balloon via transfemoral access site in aortic valve. During the procedure, the balloon was allegedly ruptured and unable to get it out the sheath. It was further reported that the balloon tip was allegedly found to be detached. However, difficulties were found when retracting the balloon thru the introducer sheath. Another sheath was placed up the contralateral side to deploy the valve.